Event description:
Forty year old female with complaints of bilateral capsular contractions and mastalgia. Upon removal, right implant found to be ruptured, left was intact. Capsular tissues noted to have dystrophic calcification and multiple amorphous globules of debris compatible with extravasated silicone. No identifying markings found on implants.device labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, visual examination. Results of evaluation: none or unknown. Conclusion: none or unknown. Certainty of device as cause of or contributor to event: yes. Corrective actions: none or unknown. The device was not destroyed/disposed of.